Event description:
It was reported that the patient was in cardiovascular intensive care unit (cvicu) after sustaining cardiac arrest prior to initiating outpatient dialysis. It was noted to be in asystole initially. Log file evaluation was requested although this is not suspected as a potential cause for patient's cardiac arrest. Log file review captured low flow events on 14nov2022. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. It was further reported that the cause of cardiac arrest was most likely respiratory. Culture data was negative. The patient has recovered, and was extubated. Healthcare team were still working to determine cause.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient low flow alarm; however, it was reported that the patient had suffered a cardiac arrest. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. A transient low flow alarm was captured on 14nov2022. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The left ventricular assist device was reportedly functioning properly, and the patient outcome was not thought to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and respiratory failure. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 1 also notes that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient passed away on (B)(6) 2023 from respiratory failure. The patient had known tracheal stenosis that previously caused respiratory failure and required intubation, steroid injections, and bronchoscopy. The patient was in the intensive care unit when the patient was in respiratory distress, and there was extreme difficulty in intubating the patient due to inability to pass endotracheal tube. The device was reported to be working as intended and the death was not believed to related to device or lvad therapy.